Event description:
On (B)(6) 2025, it was reported that a patient underwent a dialysis catheter placement procedure for an unspecified medical condition. During the procedure, the device was reportedly found to be damaged, resulting in significant resistance when attempting to advance the catheter. Consequently, the surgeon had to remove the introducer and forcibly insert the catheter, which was left with 3 cm protruding, which resulted in a venous injury, needed a surgical incision and exploration of the femoral vein. The current condition of the patient remains unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation, two x-ray images were provided for review. The both fluoroscopic images presumably taken during the procedure. These images are unclear and do not clearly show the catheter or anything that would explain the difficulties encountered during catheter insertion. One image appears to demonstrate scoliotic curvature of the spine, and the other appears to be an image of the chest with several ribs in view. Therefore, investigation is inconclusive for the reported failure to advance issue as the provided images were not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using equistream split tip. During a dialysis catheter placement procedure, the device was allegedly found excessive resistance while advancing the catheter. The surgeon had to peel off the introducer and forcibly insert the catheter, leaving 3 cm outside. This led to a venous injury, requiring surgical incision and exploration of the femoral vein. The current status of the patient was unknown.